Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge was leaking inside the pump, and the user suggested a possible elevation issue; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included user-guided troubleshooting and education to address setup and handling. Investigation of this case revealed a suspected fluid leak at the cartridge interface within the pump, with a potential contributing factor related to device elevation during use. It was concluded, based on previously established findings for similar reports, that the cause was user technique or environmental conditions affecting cartridge seating and fluid dynamics.